Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use non-malignant pain. It was reported that the ptm (personal therapy manager) was taking about 20 minutes to connect to the pump. The agent reviewed steps to clear data (data was 8.32 mb) from the handset and the patient was then able to connect ptm to pump without delay. The troubleshooting steps that were taken on the call resolved the issue.